Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2015. Subsequently, the patient alleges experiencing limited range of motion, swelling, synovitis, and hot to the touch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." The following sections could not be completed with the limited information provided. Initial reporter. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Remains implanted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2015. Subsequently, the patient alleges experiencing limited range of motion, swelling, and hot to the touch.